Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive architect hiv ag/ab combo results generated on the architect i1000sr processing module for one patient. The sample was sent to another lab with an abbott platform and the result was nonreactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial result = 1.21 s/co (reactive); repeat result = 1.12 s/co (reactive) result from another lab (abbott platform) = nonreactive there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed several troubleshooting procedures and determined the cmia reader the likely cause of the issue. The part was cleaned and the resolution was verified with a passing control run. No additional discrepant result issues have been reported since the service activity was performed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformance's or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) processing module serial number (B)(6) or the cmia reader were identified.

Event description:
The customer observed false repeat reactive architect hiv ag/ab combo results generated on the architect i1000sr processing module for one patient. The sample was sent to another lab with an abbott platform and the result was nonreactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial result = 1.21 s/co (reactive); repeat result = 1.12 s/co (reactive) result from another lab (abbott platform) = nonreactive there was no impact to patient management reported.